Event description:
Information was received that while testing, a smiths medical cadd legacy failed accuracy -7.55 percent. No patient involvement,

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing involved delivery accuracy testing and showed the pump to be within manufacturing specification of +/-6% as well as control limit specification of +/- 3%. Based on the investigation, the complaint allegation was not confirmed.